Event description:
A customer contacted beckman coulter, inc. (Bec) to report a blue leak around the front of coulter lh 500 hematology analyzer. The customer could not locate the source of the leak. The operator was performing a shutdown when the leak was observed. There were no reports of affect to patient results. Lab coat and gloves were used at the time of the incident. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found and replaced leaking tubing through pinch valve 43 which opens drain path from low vacuum and waste chamber. Instrument was verified and no other errors were noted. Root cause for the leak was attributed to leaking tubing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).